Event description:
It was reported "the arterial cath was kinked" and that "the placement of the artery as well as the further temptation on the day was symptom-free and inconspicuous, the problems occurred after 24 hours". It was reported that the catheter became "conspicuous because no more measured values were displayed and the catheter could no longer be aspirated" and this led to removal of the catheter. The patient's condition was reported as "therapy was discontinued, patient deceased". It was further reported "the patient's death was not caused by the catheter. Following previous intensive care treatment the patient received palliative intensive care only, which led to his death. The patient was not mobile during the entire period, was ventilated and regularly positioned."

Manufacturer narrative:
Concomitant medical products: ectant, qn# (B)(4). The customer could not provide any more patient details. Information regarding the date and cause of death were not available.

Event description:
It was reported "the arterial cath was kinked" and that "the placement of the artery as well as the further temptation on the day was symptom-free and inconspicuous, the problems occurred after 24 hours". It was reported that the catheter became "conspicuous because no more measured values were displayed and the catheter could no longer be aspirated" and this led to removal of the catheter. The patient's condition was reported as "therapy was discontinued, patient deceased". It was further reported "the patient's death was not caused by the catheter. Following previous intensive care treatment the patient received palliative intensive care only, which led to his death. The patient was not mobile during the entire period, was ventilated and regularly positioned."

Manufacturer narrative:
Continuation of d11: (B)(4). The customer could not provide any more patient details. Information regarding the date and cause of death were not available. The actual sample was not returned; however, the customer provided one photo for analysis. The image shows an arterial catheter that is kinked in at least 5 locations towards the proximal end of the body. Evidence of use (blood) can also be observed in the extension line of the catheter in the photo. It cannot be determined from the photo whether any of the kinks resulted partial holes in the catheter body. The complaint of catheter kinked was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The customer report of a kinked arterial catheter was confirmed by visual inspection of the customer supplied photo. The photo shows a used arterial catheter with several kinks observed in the catheter body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from a sales history review, and no relevant findings were identified to suggest a manufacturing related cause. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.